Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17742744m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, it was stated that the deflection broke. Therefore, the catheter could not reach the location of interest for the treatment and a new catheter was required to complete the procedure. No patient consequence was reported. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on (B)(6) 2018 reddish material under the pebax. The pebax had cracks and parts of the pebax were exposed. Since internal parts were exposed, this returned condition was assessed as a reportable malfunction. On (B)(6) 2018, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The sem results are indicative of the damage previously reported on the pebax, it is not considered a new finding. This issue remains as MDR-reportable.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with a thermocool® smart touch¿ electrophysiology catheter and the deflection broke. The device was visually inspected and the pebax was found damage, cracked and internal parts exposed, also, the ring #4 is damage. Deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t-bar was found slid down causing the improper deflection condition, also, residues of polyurethane application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. File added. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage and the electrode damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. The root cause of the t-bar slippage cannot be determined; however, an internal corrective action was created to investigate this issue. Manufacturer's ref. No: (B)(4).